Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was 600 mg/dl. Customer was wearing the device at time of hospitalization. Customer mentioned the doctor had tested the device and deemed the device need to be replaced. Customer will not be returning the device for analysis.